Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. During the procedure, the patient was cardioverted prior to the transseptal procedure. The pulmonary vein isolation (pvi) was normal. The appendage was probed with a wire. A CT scan performed two days earlier showed no thrombus in the appendage. The physician believes the patient was waking up poorly from anesthesia. The activated clot time (act) was approximately around 286 seconds. The device is not expected to return as it was disposed. It was further reported that the patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. It was not known if the patient had been discharged or not, no further information is available.

Manufacturer narrative:
Correction to section h6 patient codes removed code e013301 and impact codes removed code f15 and f22. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. During the procedure, the patient was cardioverted prior to the transseptal procedure. The pulmonary vein isolation (pvi) was normal. The appendage was probed with a wire. A CT scan performed two days earlier showed no thrombus in the appendage. The physician believes the patient was waking up poorly from anesthesia. The activated clot time (act) was approximately around 286 seconds. The device is not expected to return as it was disposed. It was further reported that the patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. It was not known if the patient had been discharged or not, no further information is available.